Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, following reportable malfunctions were found during investigation: fiber breakage at the distal fibers, loose light guide adapter with excessive staining under the cover glass, absence of light transmission and failed light transmission test with a value of 0.8/19. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to all the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the rigid video laparoscope had dark image, the issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.